Manufacturer narrative:
The investigation into the reported purge leak was complete. The device was not returned for evaluation. The site reported a purge leak at the yellow luer and that sodium bicarbonate was used as a purge solution. Therefore, the root cause of the purge leak was most likely a damaged yellow luer on the purge sidearm. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Of note the IFU states: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a consistent purge leak at the impella 5.5 yellow luer which triggered a purge system open alarm. The purge cassette was replaced without resolution. The pump was subsequently replaced. Of note, sodium bicarbonate was used in the purge. There were no reports of harm to the patient.